Event description:
Customer reported on their freestyle meter that the date and time settings in their meter were not properly set, and they reported to be a user of the precision link data management system. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
There is a known malfunction with the precision link software that can lead to incorrect trending results. This occurs when results obtained on a meter with incorrect date and time are uploaded to a computer with precision link software. Customers and retailers have been informed through letter.